Manufacturer narrative:
Device was used for treatment, not diagnosis. There was no patient involvement. Date of event: unknown. Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4), manufacturing date: 23.oct.2006. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The handles on the returned devices are worn, and closer inspection (5x) reveals that chunks of phenolic handle material are missing in several areas on the proximal end of both handles. The complaint categories of "does not /will not function: stripped" may have been appropriate selections during the complaint intake phase based on the information provided. However, the failure mode of "broken: procedural step unknown" will be selected in this investigation summary to better represent the as received condition of the devices at customer quality (cq). A visual inspection under (5x) magnification, device history record (DHR) review, and drawing review were performed as part of this investigation. The two (2) returned pelvic osteotomes are instruments in the hip preservation surgery set used to assist in periacetabular and hip impingement procedures per relevant technique guide. Relevant product drawings for each of the returned devices were reviewed with no product design issues or discrepancies observed. The manufacturer is unable to determine a definitive root cause. However, the complaint condition was most likely caused by hammer blows over the course of several years as evidenced by the hammer marks on the proximal handle ends of both returned devices. It is not likely that the design of the devices contributed to this complaint. No new, unique, or different patient harms were identified as a result of this evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was originally reported the handles on two (2) pelvic osteotomes are worn. The material on the handles is coming off, which may be from normal wear and tear. There is no patient or case involvement. Based upon the investigation, which was completed on august 23, 2016, it was determined the devices were in fact broken; as a result, the complaint was reassess and found to meet reportability criteria. This is report 1 of 2 for (B)(4).